Event description:
It was reported that a syringe 5ml ll tip bulk convenience pak that a syringe 5ml ll tip bulk convenience pak had foreign matter before use. The following was reported by the initial reporter: "during production of succinylcholine csp batch 652304 on (B)(6) 2021, while performing 100% visual inspection, one of the operators found a hair wrapped around the plunger rod of the syringe in tote 5. Manufacturing management was notified and a quality decision was made to scrap all 98 acceptable units in tote 5."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/14/2021. H.6. Investigation: bd received a photo and a sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd was able to successfully replicate the failure mode during our investigation. The most likely cause of the failure was improper gowning procedures by manufacturing personnel. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 5ml ll tip bulk convenience pak that a syringe 5ml ll tip bulk convenience pak had foreign matter before use. The following was reported by the initial reporter: "during production of succinylcholine csp batch 652304 on (B)(6) 2021, while performing 100% visual inspection, one of the operators found a hair wrapped around the plunger rod of the syringe in tote 5. Manufacturing management was notified and a quality decision was made to scrap all 98 acceptable units in tote 5."